Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: initial power up, left enclosure misaligned. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on and operated as it should. It was confirmed that the initial start failed. Error codes e-133, e-193 and e-195 were noted in the error/event log. The internal battery was replaced to address the issue. Also confirmed, (cosmetic) enclosure was misaligned and was realigned. The rubber feet was missing and were replaced. The inlet air path assembly and removable air path foam were replaced per remediation.